Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported the patient reported discomfort during use from a skin infection at the insertion site. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. Augmentin (antibiotic) was prescribed to treat the infection on (B)(6) 2020. The patient was in good health at the time of the report. No additional patient or event information is available.